Event description:
Customer reported observing smoke from the from the uninterpretable power supply (ups) of the device. Pt was present, no harm and no delay in care. No harm to user.

Manufacturer narrative:
(B)(4). Additional data/failure investigation. Investigation indicated that there was a customer caused fluid ingression into the ups which resulted in the burned out components and smoke that was observed. Customer confirmed the spill of saline into the unit.